Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg and the remote control (rc) would not linked with the implant after a non-device related back surgery several weeks ago. It was also reported that it was suspected that electrocautery might have been used and thought that it could have damage the ipg. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively. No device malfunction was suspected. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4))